Manufacturer narrative:
Since the initial medwatch was filed no new information has been shared by the japanese medical team. The product was not returned for hemolysis testing nor were data logs or echo imaging shared. The root cause of the suspected hemolysis can not be determined. The medical team in japan had a supposition that the improper positioning of the pump and concurrent use of ECMO could have caused the hemolysis. The failure mode will be monitored and trended.

Event description:
The team in (B)(6) was utilizing an impella 2.5 to provide hemodynamic support to the patient admitted with myocarditis. The team chose to place the impella in addition to the already placed ECMO. During the 8 days of support the patient was showing signs of hemolysis. The medical team presumed there was hemolysis due to the rising ldh lab values and hematuria. The impella pump position was assessed and found to not be in what the team felt was good position, which could cause or contribute to hemolysis. The patient received an infusion of haptoglobin to treat the hemolysis and the impella and ECMO were explanted.